Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex (dianeal pd4 solution sys ii with 1.5 % and 2.5%) and extraneal viaflex therapies, intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient developed peritonitis. The outcome of the event of peritonitis was unknown. The reporter did not provide any further information and declined to be contacted for additional information.